Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had minimum urine output. It was alleged that the nurse took a bladder scan which showed 450cc. The nurse was asked to flush the catheter and was unable to do so. Then the nurse tried to deflate the balloon and was unable to deflate the catheter balloon. Urology was called to deflate the balloon. An x-ray was used to locate the catheter balloon. The patient was given morphine, ketamine and lidocaine. The catheter balloon was then popped with a needle through the patient's skin. A new catheter was inserted. The catheter was inserted on (B)(6) 2015 and removed on (B)(6) 2015. The catheter was initially placed due to the patient being unresponsive with a large brain bleed. 10ml of water was used to inflate the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.